Event description:
It was reported that there was a crack in the tubing of an em2400 valve set which resulted in a leak from where the tubing was connected. The valve set had been placed on the compounder and the compounder was run to ensure the administration set was flushed through during setup. During this process, the leak was observed from the valve set where the tubing was connected. At a closer look, it was observed that the tubing was cracked. The compounder setup was stopped and while removing the valve set, the tubing broke. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4 and h6. H4: device manufacture date ¿ the lot was manufactured between july 27-29, 2024. H11: two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that both samples were severed and detached from the valve body outlet. The tubing had apparently cracked and ruptured. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.